Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Following the release and implant of the closure device, a pericardial effusion and perforation was noted. Pericardiocentesis was performed and 2 liters of blood was drained from the pericardial effusion. The patient was then transported to intensive care for additional monitoring. The patient was fully recovered from the event and was discharged home. It was further reported that the location of the perforation is unknown. The 2 liters of blood that was drained was reinfused in the patient and an additional 2 liters of blood was given back to the patient. The patient was discharged home eight (8) days post index procedure.

Manufacturer narrative:
B5: describe event or problem - updated.

Manufacturer narrative:
B5: describe event or problem - updated to account for cardiac tamponade and surgical intervention. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code- updated g1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email - updated h6: patient codes- added a cardiac tamponade patient code. H6: impact codes- added a surgical intervention impact code.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Following the release and implant of the closure device, a pericardial effusion and perforation was noted. Pericardiocentesis was performed and 2 liters of blood was drained from the pericardial effusion. The patient was then transported to intensive care for additional monitoring. The patient was fully recovered from the event and was discharged home. It was further reported that the location of the perforation is unknown. The 2 liters of blood that was drained was reinfused in the patient and an additional 2 liters of blood was given back to the patient. The patient was discharged home following the monitoring in intensive care 8 days post procedure. It was further reported that a cardiac tamponade occurred. Open heart surgery was performed in response to the pericardial effusion event.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Following the release and implant of the closure device, a pericardial effusion and perforation was noted. Pericardiocentesis was performed and 2 liters of blood was drained from the pericardial effusion. The patient was then transported to intensive care for additional monitoring. The patient was fully recovered from the event and was discharged home.